Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and potential allergic reaction. This record was created due to receipt of pinnacle claim submission form, sticker sheets and medical records through the cd shipment received last 08 apr 2019. After review of medical records, the patient was revised to address pain. Operative findings include mild metal-on-metal soft tissue reaction without extensive necrosis or corrosion, mild yellowing of surface membrane but no deep extensive muscle necrosis, clear fluid with no evidence of hazy discoloration and yellowing of the lining over the trochanter, abductors and pseudomembrane inside the hip. The two screws, liner and femoral head were revised, retaining the cup and the screw. Doi: (B)(6) 2005 - dor: (B)(6) 2013 (right hip).